Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient¿s ((B)(6)) lead had migrated out of the epidural space (x-rays confirmed). The patient underwent surgical intervention on (B)(6) 2017 wherein the physician implanted a new lead. The alleged lead stayed implanted but out of service. Effective stimulation was restored postoperatively. The patient received two leads. Device information is unknown at this time. Additional product line will be added at a later date if needed based on the available device information.